Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis and was treated with unspecified antibiotics. During hospitalization pd therapy was discontinued and the patient was switched to hemodialysis therapy. The cause of death was reported to be due to unrelated conditions. It was unknown if the peritonitis event resolved prior to death. It was also unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Three weeks prior to death, the patient experience peritonitis. Should additional relevant information become available, a supplemental report will be submitted.